Event description:
Pt was found on floor to left of bed. Laceration present at right eyebrow area. Left side rail was down. Staff cannot ascertain that bed rail was in the up position just prior to the fall. Upon inspection, the lock rod spring and knob assembly was installed incorrectly with the knob toward the inside of the side rail. This resulted in a false lock condition, if the rail was raised gently until a "click" was heard. In the false lock condition, pressure to the top of the rail caused the rail to drop down.